Manufacturer narrative:
Reference record (B)(4).   The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation.   A stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6) 2020 the patient experienced an infection around the peg tube. On (B)(6) 2020 the patient began treatment with oral antibiotic, cephalexin for five days.